Manufacturer narrative:
Additional information was received that the device had leaked from the mandrel-heat exchange bond joint, rather than the heat exchanger side seam bond. Available information for this product experience indicates that the medical device did not cause or contribute to a death or serious injury. In addition, a review of prior events in medtronic's complaint database and a review of our product risk assessment indicates that a mandrel-heat exchanger bond leak has not been a cause, or contributory cause, of any previous events that have led to death or serious injury, and would not likely cause or contribute to death or serious injury. Therefore, we conclude that the mandrel-heat exchanger bond leak is not MDR reportable because the event would not likely cause or contribute to a death or serious injury if the product event were to recur.

Event description:
Medtronic received information indicating that during priming the perfusionist observed a leak from the mandrel to heat exchanger bond joint in this affinity hollow fiber oxygenator. The device was replaced prior to use and there were no adverse patient effects as a result of the leak.

Manufacturer narrative:
While product return is expected, the device has not yet been returned to medtronic for analysis. After receipt of the device and completion of our analysis and investigation, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information indicating that during priming the perfusionist observed a leak from the "joining of the heat exchanger" in this affinity hollow fiber oxygenator. The device was replaced prior to use and there were no adverse patient effects as a result of the leak. Product return has been requested, but it has not yet been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.